Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the discovered failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a black image with snow and a scope communication error e216. There were no reports of patient harm.